Manufacturer narrative:
The customer found a loose partial pad in the strip provider module (spm) of their ichem velocity instrument. The field service engineer was at the site and did not observe any errors. (B)(4). Related events: 2023446-2016- 00257, (B)(4). 2023446-2016- 00258, (B)(4).

Event description:
The customer reported that while performing maintenance a loose partial pad was found in strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.